Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1308w, implanted: (B)(6) 2016, product type: lead.

Event description:
The consumer and health care provider (hcp) reported that the last time the patient had the device implanted 5 years ago, they only had 1 row of staples. This time the patient had 2 rows of staples, one on either side of the spine. The patient thought their hcp messed something up and that was why they had 2 rows. The patient thought the hcp had trouble finding a place for the lead on the right side, so they switched to the left. The patient had pain in their lower right leg in the calf and muscle and had to use a cane to walk. The patient had been back to see their health care provider (hcp) 3 or 4 times and they did an x-ray and sonogram that didn't tell anything. The patient had been in pain for 3 weeks and it would not go away. The patient felt maybe a nerve in the lower leg was damaged, hurt, or blocked. It even hurt at night when lying down, and the patient couldn't fall asleep. The patient also hurt when riding a bike since a couple of days ago. The hcp that implanted the device told the patient to go to an orthopedic hcp. The patient tried several things and nothing seemed to help. The actions taken to resolve the patient's pain was that the hcp told the patient to reduce stimulation or turn the device off. The patient turned it off for a day and the pain was still there. The patient was taking pain pills. The pain pills were oxycodone and the patient developed a reaction to it. The patient also used a heating pad for the pain. The patient had used moist wet cloth on their leg and it helped, but doesn't make the pain go. The cause of the pain was that the patient just fell on their knee. The hcp was not sure what the patient's further needs were. The patien t also experienced a loss or change of therapy and still had leakage since implant on (B)(6) 2016. The patient was going every 2 hours and at night might go 4 hours. The patient felt stimulation, increased the amplitude, and felt stimulation in the correct area. The patient had been at 2.1v and increased to 3.1v on program 2 and further increased to 3.3v. Over the weekend the patient began to use their stationary bike and warm presses. The patient began feeling better on (B)(6) 2016 and woke up on (B)(6) 2016 and was able to put their leg on the floor without it hurting and did not have to use a cane. The patient was going to see their hcp on the week of (B)(6) 2016. The patient was satisfied with the system now and it was working. The pain and leakage had been resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.